Event description:
It was reported that during a procedure, the arthroscopic grasper tip broke off.

Manufacturer narrative:
Event is associated to facility's medwatch report (B)(4). Additional info will be provided once an investigation has been completed.